Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of stored egms, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post-sensed t-wave oversensing. The patient did not receive therapy during the oversensing. No intervention was performed.